Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was attempted to be deployed but the clip failed to release from the catheter. The clip eventually deployed in the endoscope as the clip was removed from the site. The procedure was concluded at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be doing well.